Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer had broken rails. A field service engineer (fse) resolved an issue where the main enhanced half-height drawer 3.2 was stuck. The fse replaced the missing slide bumpers and had the customer test the drawer, which operated with no issues. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height auxiliary drawer rail broken and user had faced a lot of resistance when opening and closing the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.